Manufacturer narrative:
(B)(4). According to the conformable gore® tag® thoracic endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to: vascular trauma (dissection).

Event description:
The following was reported to gore: on (B)(6) 2017, this patient underwent endovascular repair of a dissected thoracoabdominal aortic aneurysm with false lumen enlargement. It was a chronic stanford type b dissection. The abdominal aorta was replaced with y-shaped graft, and branches of the aorta were reconstructed. After that, three conformable gore® tag® thoracic endoprostheses were implanted. Its distal end was located near the proximal anastomosis of the y-shaped graft. Bypass for the left common carotid artery and the left subclavian artery was made before the implantation, and these arteries were intentionally covered by the proximal portion of the endoprosthesis. The origin of the left subclavian artery was embolized. Intra-procedure angiography showed a proximal type I endoleak. Touch-up ballooning was performed, however, the endoleak remained. Non-gore device was additionally implanted inside the proximal portion of the endoprosthesis, and touch-up ballooning was performed. Intra-procedure angiography then showed an ascending aortic dissection. Open surgery was performed, and the ascending aorta was replaced with a graft to repair the dissection. The physician reportedly considered that the touch-up may cause the dissection.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications.